Event description:
The customer contact reported a delay of critical therapy during an alarm condition. On an unspecified date and time, the device was programmed to deliver unspecified concentration of brevibloc and unspecified IV fluids and the deliveries were started. No specific programming parameters were provided. In 2009, at an unspecified time, the device sounded an audible alarm tone. During the alarm condition, the nurse noted the patient's systolic blood pressure increased to 150mmhg. The device was removed from clinical service. The patient was treated with an unspecified concentration of nipride. Therapy was resumed using a replacement device. There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
The pump passed testing. This report represents all the information known by the reporter upon query by hospira personnel.